Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string was missing from a tampon and she had to manually remove the pledget from her vaginal cavity. She stated that manual removal was uncomfortable. After removal her discomfort resolved. She did not seek medical attention and did not experience any adverse health effects.